Event description:
It was reported to depuy acromed that a broken polyaxial screw was explanted from a pt. According to the complainant, the pt slipped and caught on a counter. As a result, the screw broke and the pt had experienced pain. The screw was not returned so an eval could not be performed. There have been no other complaints reported for this lot number. The excessive forces placed on the screw during the pt's fall, most likely contributed to the screw breakage. No further action can be taken at this time.

Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke post-operatively. According to the complainant, the patient slipped, twisted, and caught self on the counter. A revision surgery was required to remove and replace the broken screw. There were no other adverse consequences to the patient.